Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that there was an abnormal breakage involving a flange detaching from the tube related to an 8.0mm adt flex trach. For patient safety, the tracheostomy tube from the same batch were preventively replaced with different types of tracheostomy tube at a hospital setting. During the replacement, it was found that the patient's tracheostomy neck plate and the tracheostomy site were already damaged and prone to breaking. After replacing the tracheostomy tube, the patient's vital signs remained stable.